Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16315, related manufacturer reference number: 1627487-2021-16316, related manufacturer reference number: 1627487-2021-16317. It was reported that the patient lost therapy due to lead migration. All four leads migrated. In turn, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.